Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MFR: 2134265-2016-12381. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed; there was no pericardial effusion at baseline. The watchman® access system (was) was advanced to the laa. Four 27mm watchman ® laa closure device & delivery system (wds)were each advanced however, after multiple deployment attempts they could not get a 27mm closure device to sit in the appendage properly. Sweeps were performed after each attempt and no effusion was seen. A 24mm watchman ® laa closure device & delivery system was then advanced however, it became kinked inside the was. A second 24mm watchman ® laa closure device was advanced and deployed, this device could not be adequately positioned in the laa either and was therefore fully recaptured. The procedure was aborted at this time. Post procedure they noted that there was evidence of a trace pericardial effusion which was not documented at the beginning of the case. The patient was routinely given protamine about 40 mg and was watched without any complications. Heart rate was normal and stable; 97 beats per minute, blood pressure was fine and was unchanged. The effusion was watched for 15-20 minutes and the decision was made that everything was fine. The patient then was transported to the recovery without any further implications and spent an additional night in recovery. Patient was fine and was scheduled to go home.